Event description:
It was reported the patient is experiencing pain at his scs ipg site. The pt stated his ipg is superficial, and does not have much fatty tissue covering it. The patient's physician was notified of the issue. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.